Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the patient was hospitalized for 23 days and developed a pressure ulcer on the sacrum while on a hill-rom bed.